Event description:
Reporter's awareness date / first report of incident: (B)(6) 2022. On 12/29/2022, end-user reported that while sitting in the rollator on (B)(6) 2022 one of the legs broke at the adjustment knob. He stated he was not sure if the brakes were engaged. He fell to the floor and fractured his l4 vertebrae. He had a cement type compound applied to the l4 vertebrae at an outpatient surgical facility. The end-user stated he does move around while seated in the rollator as he performs kitchen duties for his disabled wife. The end-user has been using the rollator for approximately three years with no issues. He stated he was aware of the warning label on the rollator stating not to use the rollator as a wheelchair or transport device.